Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the sieve beds are saturated. Associated malfunction for this device: valve manifold contaminated, muffler clogged, cabinet filter missing.